Event description:
It was reported that a person using the ilet experienced persistent hyperglycemia, with a highest continuous glucose monitor reading of 347 mg/dl and glucose remaining above 263 mg/dl despite meal announcements; during a supply change, the person reported finding a bent teflon infusion cannula. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond changing infusion supplies. Investigation included customer interview and troubleshooting guidance to replace infusion set and related supplies. Investigation of this case revealed a probable infusion site or cannula issue consistent with impaired insulin delivery, supported by the bent cannula observation. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user interface or infusion set performance factors affecting insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.